Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that their upper aligner cuts into the inside of their lip, even after being filed down. Patient moved onto next step in aligner. Requested patient to use hh tips, wear aligner #11 for 14 days and to update the outcome.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.